Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material/discoloration under the light guide lens could not be identified and a definitive root cause of the issue could not be determined, however, it is likely that the adhesive around the light guide lens peeled off due to physical stress such as an impact to the tip and or chemical stress as due to chemical solutions used, allowing moisture to enter the lens resulting in corrosion. Because the foreign matter was attached to an area other than the outer surface of the scope, it was not possible to be removed during reprocessing. The issue may be detected/prevented by following the instructions for use which states: -inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was discoloration inside the light guide lens. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process, finding the grip labelling was detached, the angulation in the up direction was out of standards due to the worn angle-wire, the coating on the universal cord was peeled off, the electrical connector was corroded, the grip part was deformed, the resolving power was out of standards due to the broken charged coupled device unit, the charged coupled device lens was broken, the charged coupled device lens had scratches, the light guide lens inside was broken/discolored, the bending section cover adhesive was broken, the connecting tube was corrugated, and the universal cord was corrugated. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.